Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead monitoring alert for noise/oversensing seen on january 2, 8, and 9, 2025. No noise when manipulation pocket or isometrics but when patient laid back in recliner the noise could be seen on the programmer. Deactivated tachy. Life vest ordered for patient and evaluation by ep recommended. Impedances stable throughout all positions, isometrics, etc (including while noise was observed) no change in threshold or sensing noted. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.